Event description:
Device 3 of 3. Ref MFR report: 1627487-2014-04163 and 1627487-2014-04164. It was reported, the pt was feeling uncomfortable stimulation and was unable to turn the system off. The sjm rep met with the pt and determined the pt was feeling stimulation at the lead incision site. Reprogramming was able to resolve the issue, but the left lead was not used in the programs. It was reported, there were low impedances, and the pt had bilateral coverage but had lost stimulation in the left arm. An x-ray was performed which showed a possible lead migration. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.